Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was initially reported that the physician was having issues getting his handheld device to respond on (B)(6) 2014. A hard reset was performed which resolved the issues with the handheld the same day. The physician again experienced difficulties getting his handheld to respond on (B)(6) 2014. The handheld was only responding to button presses and not to screen presses. The handheld screen was cleaned and hard resets were performed; however, the issue did not resolve. The lock button was confirmed to be disengaged. Follow-up revealed that the handheld would not past the alignment screen. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned handheld device and software flashcard was completed. It was verified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during, the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.